Manufacturer narrative:
This product is not available for return at this time as it is with hospital pathology.

Event description:
It was reported that this patient developed an infection around the sternal incision. Subsequently, this product was explanted. No additional adverse events were reported.